Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to keep the pump plugged into a power source until a replacement pump was received. The customer understood the instructions and was provided with a replacement pump along with new charging supplies to ensure ongoing satisfaction. Additionally, the customer was guided on returning the problematic pump to tandem within 10 days and acknowledged all instructions provided.